Event description:
A surgeon reports that during intraocular lens (iol) surgery, he noted an irregular line on the optic. The incision was widened to facilitate removal of the lens. Add'l info has been requested.

Event description:
Another lens was implanted during the same procedure. One stitch was required. Visual acuity (va) prior to the procedure was hand motion. Following the procedure, va was 0.1.